Event description:
The surgeon stated that she removed permacol which was initially implanted about 12 days ago for a substantial repair reporting tha the patient's drains were murky and his sking was red. Exploration revealed that the permacol was dissolving. The surgeon stated that this case was "technically" not as infected field and she would have expected the implant to dissolve.